Event description:
The patient reported being hospitalized for almost fainting, the day after the patient was wanded by security at a basketball game. The patient went to another game a week later and understood from the physician that interference was seen, and that "the device settings had changed, were changed back, and changed again." The patient understood that pacing had increased and a surgeon had said "it appears your pacemaker is fried". The patient reported experiencing dizziness, skipped heart beat, fatigue, unsteadiness, gasping for air in the middle of the night, and additional symptoms similar to before implant, and has had nothing but problems since attending basketball games. The patient stated that it feels "like my pacemaker has been compromised." The patient is currently in the hospital due to symptoms, and further understood from doctors that the device was "only working on 3rd wire." We will conduct follow-up to clarify performance issues. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 383074 implantable pacing lead, (B)(6) 2009; 383059 implantable pacing lead, (B)(6) 2009. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.